Manufacturer narrative:
The finished goods consumable lot was manufactured with four probe lots. A device history record review for each of the four lots was conducted and the product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there was one other complaint for the reported issue. Two probe samples were visually examined and determined to be visually conforming. The samples were functionally tested for aspiration, actuation and cut. Sample b was conforming for aspiration, actuation and cut. Sample a was conforming for aspiration and actuation and nonconforming for cut. The initial test for actuation was deemed nonconforming. A retest showed the cutter was able to actuate and close the cutter to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodged the material and the probe will then work properly. This test is then considered conforming. The probe was determined to be nonconforming due to the probe not cutting properly. The device history record of the lot number provided indicated product was released according to alcon¿s acceptance criteria. However, the reason for the probe not cutting properly could not be determined from this investigation. An investigation has been completed and action is presently being implemented to reduce the frequency of probe complaints. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the cutter was non-functional. Aspiration presence is unknown. There was no report of patient harm. Additional information and product samples have been requested.